Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer was instructed to reset the pump to resolve the issue. Reportedly, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 181 mg/dl.